Manufacturer narrative:
Findings: unable to prime unit during prime test due to sensor resistor damage by moisture. Unit alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. Unit received with missing endcap sticker. Unit received with broken belt clip slot. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 405 mg/dl at the time of the call. The customer treated their blood glucose with the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.